Event description:
It was reported approximately three weeks post implant that the right ventricular (rv) left bundle branch (lbb) lead exhibited rising thresholds and no capture. The rv lbb lead was explanted and a new rv lbb lead was attempted. The new rv lbb lead exhibited difficulty entering the deep septal area. It was noted that the implantable pulse generator (ipg) set screw was back up excessively when removing the previous rv lbb lead and was disengaged from the header threads. The ipg was explanted and replaced. With the new ipg connected, the rv lbb lead exhibited unstable and rising thresholds and intermittent loss of capture. The rv lbb lead was attempted/not used and replaced with an rv septal lead. The new ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.